Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. Corrected fields: d4 (lot #, unique identifier (UDI) #), g2.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4 expiry date, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11correct field: d4 UDI number, d7a, e1 event site state, h6 medical device problem codenurse called to request assistance with a fiber optic unable to calibrate alarm. He stated the arterial pressure was reading 68/0, and the patient was currently on ECMO. Emergency support team member had asked nurse to change the transducer as the arterial source. Emergency support team member reviewed a screen shot with an almost flat arterial waveform and pressure of 66/61. They attempted to aspirate the inner lumen without success. Emergency support team member explained that the inner lumen was clotted so it needed to be capped, and the transducer tubing connected to the inner lumen needed to be disconnected and discarded. Emergency support team member also explained the inner lumen needed to be labeled do not use due to risk for thrombus. I explained that the pump would need an alternate pressure source to safely and appropriately time the pump. Nurse was able to transduce the radial arterial line successfully. Emergency support team member reviewed a screenshot that showed appropriate numbers and waveforms.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site state : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an rn in the cvicu requested assistance with a fiber optic calibration alarm on an intra-aortic balloon (iab) catheter while managing a patient on ECMO. The arterial line displayed inaccurate readings due to a clotted inner lumen, which was capped and labeled do not use.the team successfully transitioned to a radial arterial line as the alternate pressure source, ensuring accurate waveforms and appropriate pressure monitoring. There was no harm reported.